Manufacturer narrative:
Medtronic received the following information from a journal article entitled ; risk analysis of aneurysm sac enlargement caused by type ii endoleak after endovascular aortic repair toru ide, kenta masada, toru kuratani, ryoto sakaniwa, kazuo shimamura, keiwa kin, yoshiki watanabe, ryota matsumoto, and yoshiki sawa,osaka ann vasc surg 2021; 77: 208¿216 https://doi.org/10.1016/j.avsg.2021.06.013. If information is provided in the future, a supplemental report will be issued.

Event description:
Endurant and non mdt stent grafts were implanted in patients in the endovascular treatment of abdominal aortic aneurysms on unknown dates. The following malfunctions were reported; type I endoleak, type iii endoleak, type ii endoleak the following serious injuries were reported; rupture, aneurysm enlargement, re-intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.